Event description:
The customer reported the ventilator alarmed with a battery failure message. The customer reported the unit was not in use on patient.

Manufacturer narrative:
The customer reported that v60 ventilator alarmed. There was no patient involvement associated with this event. The hospital's biomed stated that a review of the diagnostic logs came up with five occurrences of the error code 1124 (battery failed). This error code is a check vent code, meaning the ventilator would have continued to operate throughout this alert. The field service engineered confirmed the issue and replaced the battery as a repair action. The ventilator passed all performance testing. The battery was not returned to the factory, so further analysis could not be performed. The root cause of the reported problem was not fully identified, but is believed to associated with the battery assembly.

Event description:
The customer reported the ventilator alarmed with a battery failure message. The customer reported the unit was not in use on patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.